Event description:
It was reported that the patient underwent a primary hip surgery on (B)(6) 2010. Revision procedure was performed on (B)(6) 2014 due to unknown reasons. No further information has been received.

Manufacturer narrative:
No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.